Manufacturer narrative:
One cadd legacy plus pump was returned for analysis in fair condition with a damaged housing. The device was powered up and alarmed ec 1610 which is an issue with the circuit board. The circuit board will be replaced to resolve the issue.

Event description:
Information was received indicating that a smiths cadd-legacy plus pump displayed error code 1610 at power up. There was no patient involvement.